Manufacturer narrative:
The customer¿s report that the filter occluded and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter occluded and leaked after 18 hours of infusing intralipids to a patient. There was no patient harm.